Event description:
88-year-old male who presents with signs symptoms of radiographic evidence of subacute on chronic subdural hematoma with membranes and multiple distinct pockets involving the frontal and parietal convexities causing significant midline shift. On (B)(6) 2024, jackson-pratt drain that was placed intraoperatively was removed. In the process of removal the drain tube broke, leaving a piece of the catheter retained. Transferred to our hospital from north for neurosurgical evaluation after head computed tomography revealing chronic appearing subdural hemorrhage over the left cerebral convexity with midline shift to the right about 6 mm.